Manufacturer narrative:
The full identifier for this event is (B)(6). Device evaluated by MFR: a beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse checked the instrument and found debris in the eic cup valves. The fse cleaned the eic cup valves and then swapped the na electrode and na reference electrode, and prime the ise twenty times. System performance verified by the fse. Instrument operational after repair. In conclusion, the cause of this event is a hardware malfunction.

Event description:
Customer questioned low sodium (na) patient results due to low anion gaps on their dxc 600i clinical chemistry system. The erroneous patient results were reported outside of the laboratory. There was no impact to patient treatment in connection to the event reported. Quality control was within specification prior to the event.